Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman fxd curve access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Following crossing the septum with the was and introducing a pigtail catheter, a thrombus was identified via transesophageal echocardiography (tee) at the tip of the was and on the pigtail catheter. The pigtail catheter was retrieved into the was, and the thrombus was aspirated back outside of the patient. The laa closure procedure was continued, and a 24mm closure device was successfully implanted with the original was. Following release of the closure device, a possible thrombus was identified on the face of the closure device. There is possibility this could be fabric billowing, but was not confirmed. The patient was expected to fully recover from this event and was discharged home one day post procedure.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman fxd curve access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Following crossing the septum with the was and introducing a pigtail catheter, a thrombus was identified via transesophageal echocardiography (tee) at the tip of the was and on the pigtail catheter. The pigtail catheter was retrieved into the was, and the thrombus was aspirated back outside of the patient. The laa closure procedure was continued, and a 24mm closure device was successfully implanted with the original was. Following release of the closure device, a possible thrombus was identified on the face of the closure device. There is possibility this could be fabric billowing, but was not confirmed. The patient was expected to fully recover from this event and was discharged home one day post procedure. It was further reported that the patient experienced access site bleeding the same day post procedure. The patient also had a hematoma the following day.

Manufacturer narrative:
B5: describe event or problem - updated with new narrative. G1: MFR contact first name, MFR contact last name - updated. H6: patient codes- updated.